Event description:
It was reported that patient underwent an elbow fracture plating procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The plate and screws were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.